Manufacturer narrative:
Section h4 - device mfg date updated from blank to 8/1/2017 section d10 - concomitant product added: pump, hcw peri (rohs),7-205342-01,unknown the field service representative (fsr) inspected the alinity c processing module, performed trouble shooting, and replaced the worn hcw peristaltic pump to resolve the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the hcw peristaltic pump did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the hcw peristaltic pump, was identified.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for a patient sample. The following data was provided: sample ID 3016438761-2023-00562-1 initial = 114.9 mmol/l, repeated 5 times and results range from 139.4 - 140.2 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for a patient sample. The following data was provided: sample ID sw2314017 initial = 114.9 mmol/l, repeated 5 times and results range from 139.4 - 140.2 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.